Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 113 mg/dl. Customer stated that the act button was becoming less responsive. Customer was advised that the insulin pump will need to be replaced. Customer does not want to replace the pump and are going to see their endocrinologist tomorrow. Customer was advised to monitor the pump since the buttons are still working. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.